Event description:
When charging the battery pack of a new echo-screen hearing screener for the first time by means of the battery charger supplied with the echo-screen device, the charger overheated and caught fire. There was no injury of pt or third person. To charge the battery pack, it has to be detached from the echo-screen. The charger is operated with 110 vac. Charger and battery pack are connected by means of a cable.